Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure modes for foreign matter (embedded and unknown origin), scratches, and missing print on the tube with the incident lot were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the issue of embedded foreign matter through a CAPA 90580 and potential causes have been identified. As a result, corrective actions have been established and were implemented.

Event description:
It was reported that 9 bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had foreign matter in the gel, 1 tube had a printing defect, 39 tubes had embedded foreign matter in them, 2 tubes were scratched, and 1 tube had a "hair" found in it. All defects were found before use in lot# 9095792. The following information was provided by the initial reporter, translated from japanese to english: "fm in gel x76. Defective marking x1. Black spots x2. Dirty tube x2. Hair fm(removed) x1."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 9 bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had foreign matter in the gel, 1 tube had a printing defect, 39 tubes had embedded foreign matter in them, 2 tubes were scratched, and 1 tube had a "hair" found in it. All defects were found before use in lot# 9095792. The following information was provided by the initial reporter, translated from (B)(6) to english: "fm in gel x76, defective marking x1, black spots x2, dirty tube x2, hair fm(removed) x1."